Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. The battery was suspected to be depleting more quickly than expected. Device replacement was recommended. This device was surgically explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time. Eventually this product was returned and analyzed, the results are added below. The returned cardiac resynchronization therapy defibrillator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. The battery was suspected to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. The battery was suspected to be depleting more quickly than expected. Device replacement was recommended. This device was surgically explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.